Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage. During analysis, the delivery accuracy tests found the pump to be out of the published specification of +/-6%. The pump's expulsor will be replaced in order to bring the delivery into more nominal of a range. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 failed the volume test (21.75, 21.56). No patient involvement as event occurred during testing.